Event description:
Reference number (B)(4). Event occurred in italy. On 08-july-2024, it was reported by the patient that infusions set not adhering, tape not sticking. Since last one day the infusion set was in use. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country:(B)(6).